Event description:
It was reported that the device exhibited a system failure. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The top case was cracked in front left corner, bottom case was also cracked. Occlusion test was performed. The customer's indicated failure was duplicated, as the pump alarmed during the occlusion test. The root cause was the carriage was not holding the position pot tab in place, causing the alarm. Replaced carriage, cleaned, greased, and calibrated the pump. Replaced damaged top and bottom cases. Replaced worn plunger case seal, leadscrew, right and left clutch halves and clutch spring. Replaced cracked right plunger case, left plunger case, plunger cam, plunger float, push block and right and left timing plates. Replaced position pot. Device passed all functional and delivery tests after pm. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.